Event description:
It was reported in 2008, a stenting procedure to treat intracranial atherosclerotic disease in the left middle cerebral. Pre-procedure stenosis was 60%. The pt "... Was pre-medicated with aspirin and clopidogrel." Pre-dilation was performed with a balloon catheter, followed by implantation of the subject device (stent). Residual stenosis is unk. In a follow up visit in 2006, the pt had a tia (transient ischemic attack). Cerebral angiography on the same day, showed evidence of symptomatic target lesion restenosis (intervention performed next day) and symptomatic new thrombus. Medication was provided. These issues resolved without residual effects on the following day. Cerebral angiography in april 2007, showed evidence of asymptomatic target lesion restenosis, which resulted in revascularization on five days later.

Manufacturer narrative:
Device code other: subject device was placed without incident; however, the pt had a tia (transient ischemic attack), evidence of new thrombus, and evidence of symptomatic target lesion restenosis noted in follow visits. Requests for follow up info have been unanswered to date. The reported adverse events (tia, thrombus, restenosis) are contained in the device directions for use. The subject device was used off-label because it should be used with a gateway balloon catheter. Based on the info known at this time, boston scientific cannot conclusively determine the cause of the user's experience.